Event description:
It was reported that during a sigma procedure the generator showed error code: ¿replace instrument¿ (with ace23); with gen11. Steam-sterilization. No further information is available. No patient consequences reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The handpiece was received with the nose cone cracked. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components. The moisture indicator was positive and the acoustic isolator was found to be torn. Possible causes of the nose cone being cracked include the handpiece being banged or dropped, over torquing the device, or the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. The handpiece has a number of seals to prevent fluids from entering the housing. The primary path of ingress is the distal seal, caused by a reduction of compressive force on the distal seal. It is probable that the ingress of moisture affected handpiece functionality.